Event description:
It was reported that this right atrial (ra) lead exhibited loss of right atrial pacing. The patients brady pacing rate was not as expected. The device entered end of life (eol). This lead remains in service. No adverse patient effects were reported.